Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that unspecified sensor issue occurred. The sensor was inserted into the arm, which is off-label usage of the device. Date of event is an approximation. On approximately (B)(6) 2025, the patient reported feeling disoriented and unable to remember anything. According to documentation, the sensor was not interacting with the display device, and the patient mentioned that the sensor worked for only three days before it stopped functioning. He could not recall his glucose readings, and his girlfriend was also unable to remember them because the dexcom device was no longer working. It was not specified whether there were any alerts or alarms from the mobile device. The patient could not remember if he experienced any additional symptoms. In the afternoon of the same day, his girlfriend contacted the paramedics, who arrived to find him disoriented. He was transported to the hospital, where he was given four ivs, though he did not know what they were. The glycemic state was not documented. The patient was hospitalized for six days and discharged in the afternoon of (B)(6) 2025. He reported feeling better at the time of the call. Although attempts to follow up with the patient for additional event details were made, contact was unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.